Manufacturer narrative:
Additional devices listed in this report: cat # 64952040, lot # s7eej, description: gmrs dist fem comp std r 65mm. Cat # 64853115, lot # 101878c, description: mrs fem stem w/0 body 15x127mm. Cat # 64812110, lot # lcn834, description: mrhk femoral bushing; qty: 2. Cat # 64812120, lot # ctd1026, description: mhr axel. Cat # 64812130, lot # lcn708, description: mrhk bumper insert - neutral. Cat # 6215-5-011, lot # cppkm09bd, description: med howmedica bone plug 1pk. Cat # 64856511, lot # 96070a, description: mrs tibial stem 11mm. Cat # 64953102, lot # 028444r, description: gmrs proximal tibial standard. Cat # 6215-5-001, lot # cppkg01be, description: small howmedica bone plug 1pk. Cat # 64812100, lot # 022669, description: mrh tib rot comp xs-xl. Cat # 64812140, lot # lcj219, description: mrhk tibial sleeve. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding infection involving a mrhk tib ins 16mm xs/s s1/s2 was reported. The event was not confirmed. Method & results: -device evaluation and results: visual, dimensional, and functional inspections were not performed as no items were returned. -medical records received and evaluation: not performed as no medical records were provided. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar event for the reported lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported device, x-rays, operative reports as well as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining a root cause.

Event description:
It was reported that patient's knee was infected. The doctor washed knee out and replaced poly implants.

Event description:
It was reported that patient's knee was infected. The doctor washed knee out and replaced poly implants.